Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 09591, 0001825034 - 2017 - 09592, 0001825034 - 2017 - 09593, 0001825034 - 2017 - 09594.

Event description:
It was reported that during surgery, the sales representative discovered that the femur was packaged in the incorrect size box.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed by visual inspection. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to packaging and labeling deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.